Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for an arrhythmia event at their philips information center ix (piic pic ix) in their cardiology ward. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H6 correction made to evaluation result code.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for an arrhythmia at their philips information center ix (piic pic ix) in their cardiology ward. The patient has an implantable cardioverter defibrillator (ICD).

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for an arrhythmia event at their philips information center ix (piic pic ix) in their cardiology ward. The device was in use on a patient. There was no report of patient or user harm.